Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and weight increased ("weight increase"). The patient was treated with surgery. Essure was removed. At the time of the report, the abdominal pain lower and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and weight increased with essure. The reporter commented: essure samples received and essure removal reported. Further information is not available. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 06-jun-2018 for the following meddra pt (excluding this case): abdominal pain lower. The analysis in the global safety database revealed 1.223 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the physician is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and weight increased ("weight increase"). The patient was treated with surgery. Essure was removed. At the time of the report, the abdominal pain lower and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and weight increased with essure. The reporter commented: essure samples received and essure removal reported. Further information is not available. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.